Manufacturer narrative:
The company representative examined the system and the reported event was unable to be replicated. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with another system, with delay of less than 15 minutes. There was no harm to the patient.